Event description:
User facility alleged blood glucose results of 302 mg/dl on the advantage system compared to 102 mg/dl on a second professional device (brand and model unknown) when tests were performed back-to-back. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.